Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to laparoscopic cholecystectomy, an issue was experienced with the loading or firing of the clips. Also, two units of anti-fog bottles were already dried up when opened. Another device was used to complete the case. There was no patient involvement.